Event description:
It was reported that increased capture threshold and lead dislodgement was observed when a patient presented in clinic for a follow-up. The lead was explanted and replaced when repositioning was unsuccessful. Patient was in good condition post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.